Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a stone removal procedure. According to the complainant, the device was advanced along with a guidewire, the cutting wire pointed at the 4 o'clock position without their intent. They thought there was a possibility the shaft of the device was twisted and the device was removed once. The was advanced for a second time but the cutting wire pointed at the 4 o'clock position without their intent. The device was removed and the procedure was completed with another stonetome sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; "bent cut wire and working length."

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. Investigation results of cut wire and working length kinked. A visual examination of the returned device found that the working length and cut wire were twisted and kinked. The distal tip and cut wire were twisted towards the left, which caused incorrect orientation. A functional evaluation found that the device was unable to bow past the 90 degree minimum bowing specification due to the twisted working length. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.